Manufacturer narrative:
Manufacturer's investigation conclusion:; a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. Heartmate 3 lvas instruction for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted around 1000 on (B)(6) 2019. The patient reported with complaint of epistaxis (nose bleed). The patient underwent nasal packing with an inr greater than 5. The patient was hospitalized.